Manufacturer narrative:
Based on the claim against the product by the customer noting the erbe was having energy issues, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the integrated electrosurgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found that the reported failure of "no monopolar output either port" was confirmed and reproduced. The unit was placed on an in-house system and run in normal mode. The complaint regarding energy errors was confirmed based on the failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reported issue is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: the customer had energy issues after the start of the procedure due to error m-35 on the erbe. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure the erbe was having ongoing energy issues. The customer attempted to connect the force triad generator, but the bipolar energy would not work; however, the monopolar energy worked fine. Intuitive surgical, inc. (Isi) tech support engineer (tse) had the customer hook the bipolar energy up to the erbe, and left the monopolar energy hooked up to the force triad. The customer continued with the case with no reports of patient injury.